Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.1, doctor's meter: 3.7. Testing performed within one hour. Nurse applied venous sample to the inratio strip and then walked into another room and applied blood to the doctor's meter. Pt reports milking the finger and pricking the finger while the meter is in warm up.

Manufacturer narrative:
Investigation pending.